Event description:
Attorney alleged, patient "sustained physical injuries, economic losses and consequential damages¿ on or about (B)(6) 2010, while using the pump. It was stated that the "product line of intrathecal pumps, and their component parts were defective and dangerous, both in manufacture and in design", as a result patient was injured by way of his "health, strength and activities and sustained severe bodily injuries."

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk.